Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer inspected the station and found all drawers failed, displaying ¿device not detected on bus¿. Disconnected and reconnected each drawer individually until all drawers were detected. When main drawer 2.1 was disconnected, all other drawers began functioning. Fse identified a broken retractor band in main drawer 2.1 and replaced it. The system functioned as intended after the field service engineer repaired the device.